Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2; h3; h4; h6. Visual examination of the returned product identified signs of use as well as wear and tear. Only the handle and non-threaded stem inserter were returned. The handle of the inserter has cracked down the middle on one side as shown in the photos. The impaction end of the device shows dents and dings from use. The shaft of the inserter has dings and scratches. The tip of the femoral inserter shows wear marks from use as well. Measured features of the handle confirmed the device is conforming to specifications. The inserter has a possible field age of 3.5+ years. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; d9; g3; h2.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a black stem inserter handle was found to be cracked. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.